Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was severe calcification. It was reported that the delivery system was inserted, but would not track all the way to the intended location. During attempts to push the delivery system further, the delivery system kinked. It was removed from the patient and another smaller in diameter size endurant ii bifurcated stent graft was inserted and deployed without complication. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (kink). (Anatomy related severe calcification).